Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer was hospitalized due to high ketones and high blood glucose in range of 700 mg/dl. Customer states that cannula was bent. Customer was treated with fluids and manual injection treatment. Insulin pump will not be returned for analysis.